Manufacturer narrative:
The customer has not had any further issues.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The erroneous results were reported outside of the laboratory. The customer said the original hcg + b sample was heparin and they poured the sample into another tube and the result was <0.100 miu/ml. This result was reported outside of the laboratory where it was questioned by the doctor since the urine pregnancy test for the patient was positive. The customer took the pour off tube and put that sample back into the originally drawn tube and the repeat result was 71,000 miu/ml. The customer also had a serum sample that was drawn at the same time as the original and the result was 73,000 miu/ml. No adverse event occurred. The hcg + b reagent lot number was 13196003 with an expiration date of 05/31/2017. The measuring cells of the instrument were installed in 03/2016. The last preventive maintenance visit was in 08/2016. Calibration and quality control results were acceptable. The field service engineer (fse) visited the customer site and identified a fluidics issue. The instrument was cleaned and lubricated; pinch valve tubing was replaced; a system volume check was performed; the sample and reagent probes were flushed; a pressure sensor voltage adjustment was performed and the dust was vacuumed. Operational and mechanical checks were acceptable. Quality controls and patient results were verified by the customer with no further errors. Based on a review of the alarm trace, the investigation did not observe any alarms related to the fluidics failure. A common cause for results with a "<test" flag is that the sample was not aspirated correctly. Potential causes for incorrect sample pipetting may be related to a tilted tube, incorrect liquid level detection or air bubbles or foam on the surface of the sample. For example, if there is foam on the sample surface, an incorrect sample volume could be aspirated. This would cause a result with the "<test" flag. Based on the information provided for investigation, the system works within specification.